Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the air gas module was replaced and sent for further investigation. The returned air gas module was installed in a ventilator and the machine failed the pre-use with gas supply test, o2 cell/sensor and flow transducer tests. The machine has been set on ventilation. It alarmed for o2 concentration high and air supply pressure high. It delivered wrong o2 concentration. The machine read the inlet air pressure at 10 bar instead of 4 bar. Our investigation has concluded that the reported problem was due to a defective supply pressure sensor on a printed circuit board inside the gas module. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer usually leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. In this case it will trigger the safety valve to open and the ventilation will be stopped. The cause of the supply pressure sensor failure has not been established.

Event description:
Manufacturer's ref. #: (B)(4).